Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a 47-year-old female patient who had essure (batch no. 20227510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraine headaches"), the first episode of abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2015 to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine, vaginal haemorrhage, menorrhagia and the last episode of abdominal pain lower had resolved. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2017. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received: lot number, events: abnormal bleeding (vaginal), menorrhagia, lower abdominal pain were added and event outcome were added for all events. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, 23 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraine headaches") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy in (B)(6) 2015 to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.